Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-ban system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Doctor reported an event of "pain". A lap-band ap system was removed. Event was resolved without sequelae.